Event description:
Customer with quickvue otc did not read the user instructions, submerged the swab in the test reagent & inserted it into their nose. Customer stated that they were fine but that their nostrils were irritated-- tss advised customer to seek medical advice.

Manufacturer narrative:
Subject: customer with quickvue otc did not read the user instructions, submerged the swab in the test reagent & inserted it into their nose. Customer stated that they were fine but that their nostrils were irritated-- tss advised customer to seek medical advice. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.